Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. The reported issue persisted even after completing shut down and restart of the system. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the unit converting 240v to 24v was defective. The defective power supply unit was returned for analysis, and it confirmed power supply defect. To resolve the issue, the fse replaced the power supply unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start-up, stopped at "00:00".. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.